Event description:
Procedure type: urological. According to the reporter and additional info received: preoperative and postoperative diagnosis: uterine prolapsed with urinary stress incontinence, cystocele, enterocele, and rectocele. Procedure: examination under anesthesia, paracervical nerve block, total vaginal hysterectomy with bilateral salpingo-oophorectomy, and anterior colporrhaphy with paravaginal repair using the avaulta biosynthetic mesh anterior system, and a posterior colporrhaphy with closure of enterocele and sacrospinous fixation using the posterior compartment avaulta biosynthetic system. The pt underwent an anterior repair and poster repair procedure for treatment of pelvic organ prolapsed. Allegedly, the pt experienced damage to an organ system and pain. Pt has undergone or will undergo corrective surgery or surgeries. The device remains implanted.

Manufacturer narrative:
(B)(4). Bard MDR #: 1018233-2010-00078. MDR reference #: 9615742-2010-00029 (avaulta posterior biosynthetic support system). Note: this report corresponds with bard's report #(B)(4) for an "avaulta anterior system," (B)(4).